Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 2 years back with blood glucose of 800 mg/dl. Customer also stated they had diabetic keto acidosis 2 years back. Customer stated they had blood glucose level of 450 mg/dl last night. The customer did experienced the symptoms such as sweating. The customer was treated by bolus with manual injection. Troubleshooting was done for high blood glucose and under delivery. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer report did allege under delivery on insulin pump due to blood glucose was not going down even after giving bolus. No further complications were reported. The device will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. There was no data available on the carelink report for year 2020 (as per customer's note stated the customer was hospitalized 2 years ago - 2020). In further full review of the pump history/traces on the event date of (B)(6) 2022, there is no unexpected alarms/suspends noted and found bolus delivery of dailytotalofbolusinsulindelivered = 16.6 u. (B)(6) 2022 08:41:10.000 normalbolusdelivered normalbolusamountprogrammed = 2.5 bolusamountdelivered = 2.5 (B)(6) 2022 17:59:42.000 normalbolusdelivered normalbolusamountprogrammed = 4 bolusamountdelivered = 4 (B)(6) 2022 18:59:10.000 normalbolusdelivered normalbolusamountprogrammed = 1.5 bolusamountdelivered = 1.5 (B)(6) 2022 19:10:04.000 normalbolusdelivered normalbolusamountprogrammed = 3 bolusamountdelivered = 3 (B)(6) 2022 19:50:30.000 normalbolusdelivered normalbolusamountprogrammed = 0.5 bolusamountdelivered = 0.5 (B)(6) 2022 20:19:54.000 normalbolusdelivered normalbolusamountprogrammed = 1.8 bolusamountdelivered = 1.8 (B)(6) 2022 20:32:14.000 normalbolusdelivered normalbolusamountprogrammed = 1.3 bolusamountdelivered = 1.3 (B)(6) 2022 21:08:24.000 normalbolusdelivered normalbolusamountprogrammed = 2 bolusamountdelivered = 2 however, insert battery alarm and bolus not delivered alert was noted. Insert battery alarm was recorded in the fomatted history file on: (B)(6) 2022 17:32:05.000 battery inserted at (B)(6) 2022 17:36:13.000 insulindeliveryrestarted at (B)(6) 2022 17:36:13.000, the user clears alarm bolus not delivered alert was recorded in the fomatted history file on: (B)(6) 2022 18:57:44.000 09/03/2022 20:30:40.000 insulindeliverystopped at (B)(6) 2022 20:47:12.000 (pump not seated) cannulatubingfilldelivered at (B)(6) 2022 20:49:20.000 bolus not delivered alert was recorded in the fomatted history file on: (B)(6) 2022 20:51:05.000 insulindeliverystopped at (B)(6) 2022 21:24:19.000. Cannulatubingfilldelivered at (B)(6) 2022 21:27:44.000. Bolus not delivered alert was expected. The battery power was exhausted while a bolus or fill cannula was in progress, or the customer may not have respond to the resume bolus alert after replacing the battery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.